Event description:
It was reported that during a shoulder repair case, the anchor broke and remains in the patient¿s bone. According to the reporter, ¼ of the anchor broke during insertion. The broken portion (proximal end of anchor) was removed. The surgeon felt the remaining distal end of the anchor was enough to secure the fiberwire in the bone socket in order to secure the repair. Follow up communication with the sales representative provided additional information that the surgeon used a drill bit for the 3.0mm tak¿s to implant the 2.9mm anchor. Patient date of birth and weight were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported the most likely cause of the implant breaking is not using the system-specific drill to prepare the pilot hole. Per the directions for use (dfu); the warning states the appropriate arthrex delivery system is required for proper insertion of the implant. The dfu instructs the user to prepare a pilot hole in bone for the two-part pushlock anchor using the system-specific drill and spear, or punch. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.